Event description:
It was reported that the device's alert triggered and that the device should have lasted longer. The device remains in use, but will be replaced soon. It was noted that the caller expressed dissatisfaction that they believe medtronic has the shortest longevity of crt-ds (cardiac resynchronization therapy - defibrillator) and should do something about it. It was also noted that the patient has atrial fibrillation and cancer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.